Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals and oversensing in the right atrial. The device remains in service. No adverse patient effects were reported. Additional information obtained, this device was explanted and replaced.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals and oversensing in the right atrial. The device remains in service. No adverse patient effects were reported.